Event description:
The facility's technician reported an infusion pump with an 810:04 failure code which occurred during patient use. The technician stated that there have been no reports of any patient incident involving the pump since the last baxter service event. There was no report of any patient injury or medical intervention. Information was requested by baxter regarding specific patient information, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. Additional contact information was requested but not provided.